Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 44-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the patient developed hematoma at the access site. Two units of packed red blood cells were administered to the patient, and heparin was stopped. The patient remained stable until the successful wean and explant.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was determined to be anti-coagulation management because the hemostasis was achieved by stopping heparin. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-13165 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact fax number as the information was inadvertently omitted on the initial manufacturer device report 1220648-2024-13165. H.6 codes 1888 and 1886 were reported incorrectly on the initial manufacturer device report number 1220648-2024-13165 and a new code has been added.